Event description:
Staff opened two different synergy health sterile standard basic packs for two different surgeries on the same day. The sterile standard basic packs include 15 towel, huck; 1 cover, mayo stand, large 25x25; 1 cover, back table, large 54x98; 2 greengown standard large l2; 1 greengown standard xl l2; and 1 wrap, disposable 24x24. In one case, staff noticed one of the greengown standards had multiple holes which had eight patches around the neck and chest. Also, after the case, when the cover, mayo stand, large was removed there was moisture on the stand where they should not have been any. Staff felt the cover, mayo stand, large did not provide the impermeable barrier it was supposed to. On the second case, the staff noted that the cover, back table, large 54x98 had multiple holes that had been patched over, many of which were not secured. Staff replaced the cover, back table, large 54x98 with one without patches. Both surgeries completed without incident. No untoward effects from patched material noted.what was the original intended procedure?both surgeries were spine procedures.device #1is this a laboratory device or laboratory test?no.